Event description:
According to the reporter, the device intermittently won't power on unless ac is connected. There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.